Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was to address pelvic organ prolapse and urinary incontinence. The procedure was urological/gynecological for placement of pelvitex mesh. Mesh revision surgery details: the reason for revision surgery was to address infection, pain, fever and incontinence. The procedure performed was a mesh removal. The complications post implant include bodily injuries, including any emotional or psychological injuries, that resulted from the implantation of the pelvic mesh product, severe pain in lower abdomen, painful abscess, urinary incontinence, cystocele, enterocele and rectocele. The patient reported experiencing abscesses, infection, pain, fever and incontinence on (B)(6) 2009.